Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 530 mg/dl. The customer had reported symptoms such as nausea and was treated with injection. Customer's blood glucose value was 300mg/dl at time of incident. Customer's current blood glucose value was 514 mg/dl. Troubleshooting was performed. Customer states there was possible pump under delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports about the bent cannula and tape not sticking. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.